Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose (bg) was 400-500. Customer was hospitalized and treated with insulin drip. Elevated bg was resolved. Customer had not yet been discharged and declined tandem technical support's follow up to confirm discharge date. Pump system check was performed and no device issues were identified. However, customer alleged pump was the cause of the event.